Manufacturer narrative:
Initial reporter name and address:(B)(6). This event was reported by the dealer. The physician present for this case was: (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual inspection noted that the sheath was detached from the proximal section at the heat shrink and it was buckled. The device presented waste from procedure. A functional inspection found the basket didn't open due to the detachment of the sheath. A dimensional inspection found the side car rx was pushed back out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, the detachment and buckle of the sheath may be related to some technique applied by the user while trying to actuate the device. Some resistance caused by anatomical factors was present, this action may have resulted in a tough movement between the coil assembly and the sheath causing the buckle and detachment. The push back of the side car rx may be related to the tough movement mentioned before, or user manipulation. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the sheath was broken. No part of the sheath detached into the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event.